Event description:
It was reported to boston scientific corporation that an advantage transvaginal mid-urethral sling system was implanted (B)(6) 2011. According to the complainant, the patient experienced an unknown injury. According to the physician's office, the patient did not present any complications with the procedure. Patient had five post-operative visits as follows: (B)(6) 2011. Patient experienced urinary retention pre-operatively which resolved (B)(6) 2011. As of the final post-op visit of (B)(6) 2011, patient was experiencing frequent urination. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.